Event description:
In 1999, following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Reportedly, hemostatis was not achieved with the device (documentation was not provided to the manufacturer as to whether manual or mechanical pressure were utilized to control the bleeding). The patient was transferred to the recovery area, where her distal pulses were noted to be weak and the procedure leg was cold. Heparin was administered without restoration of the weak pulses. The patient was taken to surgery where the arteriotomy was identified to be in the superficial femoral artery, approximately 1cm below the bifurcation. The anchor was noted to be located thansversely above the bifurcation, distorting the artery. A thrombectomy was performed and arteriotomy repaired. The patient tolerated the procedure well and was noted as "fully recovered" the next day. As of 07/15/1999, there has been no further report to the manufacturer of complication or patient sequelae.